Event description:
On (B)(6) 2013 the patient contacted animas alleging that the pump was emitting recurring ¿pump not primed¿ warnings over the past week, and that she had been experiencing ¿high¿ (<600mg/dl) blood glucose (bg) readings with ketones, nausea, and vomiting. Troubleshooting revealed that the patient was using expired cartridges. The patient was advised not to use expired supplies. There was no product defect identified during troubleshooting. This complaint is being reported based on the allegation that the patient experienced hyperglycemia related to use of expired cartridges.

Manufacturer narrative:
The cartridge was not requested for return, as there was no indication or allegation of a product defect. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.